Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent moved on balloon occurred. A 4.00mm x 24mm liberté stent was selected to treat the lesion. During unpacking, it was noted that the stent was loose and moved on the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a liberte stent delivery system (sds) and stent with no original packaging or other devices. The balloon was tightly folded with the stent moved 1mm proximal of the proximal markerband. The proximal end of the stent had struts that were slightly stretched. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent moved on balloon occurred. A 4.00mm x 24mm liberté¿ stent was selected to treat the lesion. During unpacking, it was noted that the stent was loose and moved on the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.